Event description:
It was reported that during the implant procedure of this pacemaker system, the patient experienced cardiac arrest and required medical resuscitation. Additionally, this right ventricular (rv) lead was an attempted implant due to loss of capture (loc) and placement difficulty. Additional information was received that this lead was left in the patient since it was difficult to remove. The physician opted to place a new lead given the state of the patient. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this pacemaker system, the patient experienced cardiac arrest and required medical resuscitation. Additionally, this right ventricular (rv) lead was an attempted implant due to loss of capture (loc) and placement difficulty. The physician opted to place a new lead given the state of the patient. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.